Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2024 and was subsequently hospitalized with a blood glucose (bg) level of 220 mg/dl; cause was unknown. Reportedly, the customer fell. Customer was treated intravenously with fluids of saline and insulin. Customer was released from emergency room on (B)(6) 2024 with the issue resolved and was then transported to a rehabilitation hospital on (B)(6) 2024. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.